Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown. One used sample was received for evaluation. The received sample was found with the silicone tubing detached at the connections of the valve and black ring. The tubing was reassembled and set up to work using an epump pump and water. During evaluation the sample did not separate again. However, since the silicone was detached from both ports, this condition was not confirmed as totally related to the manufacturing process. The possible root cause was found to be the assembly process (manpower). During the assembly process, there may have been a separation between the connections of the silicon tube which, during use with the pump, caused the silicone to detach by the movement of the black rotor. Another potential root cause could be related to use of product. Overuse of the bags and stretching the silicone can provoke the detachment. Currently during process a procedure is used by quality inspectors to perform a test of bond strength of the tubing assemblies. A quality alert was generated to notify manufacturing personnel about this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a pump set. The customer states the tubing separated at the mystic valve rendering the set useless.